Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-dec-03 and the cause of the inability to aspirate the catheter, if the catheter was replaced as planned on (B)(6) 2024, the outcome of the event, and the current status of the device(s) was asked but the details were unknown.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon at a daily dose rate of 50 mcg/day via an implantable pump. It was reported that the pump was newly implanted for right hemiplegia due to stroke sequelae. Spasticity control was progressing smoothly as of (B)(6) 2023. As of 2024-may-01 the patient however was no longer feeling the effect as much as post-surgery or during the screening trial. At the monthly outpatient visit on (B)(6) 2024, the daily dose was increased to observe the effect but it was not significantly felt. Even with flex administration, no improvement was observed. However, since the orthosis is one level lighter than before the surgery, the dose was to be repeatedly increased. A catheter angiography was performed once. Suspecting a catheter issue due to the inability to aspirate the solution, a catheter replacement surgery was scheduled for (B)(6) 2024. There were no abnormal fluctuations during refills, so it was not completely occluded or kinked, but it would be safer to replace the catheter. Regarding worsening spasticity, it was unknown if the issue was due to procedure but was unrelated to drug, pump, or programming.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6); implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.